Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error. The alarm could not be cleared. The customer discontinued use of the insulin pump. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.